Event description:
During an right ventricular lead extraction, the locking stylet ez broke. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).